Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: online customer review.

Event description:
Reported false negative sars result for 1 symptomatic consumer testing with expired test kits (off-label use). The consumer communicated the result was confirmed positive by retesting with non-expired test kits. An additional consumer event was also communicated which is captured on a separate report.